Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma and deflation.

Event description:
Healthcare professional reported right side ''patient is experiencing a right deflation of the implants and capsule there was a large amount of milk-like drainage", ''liquid calcified solution'' and ''capsule was noted to be very calcified and very contracted''. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: seroma: unable to confirm as it is a medical event not related to the device. Calcification: observed calcification inside device. Other- technical: white particles observed in the valve. Deflation: observed opening device anterior side assessed as surgical damage and observed opening posterior side assessed as fold flaw opening additional observations: observed creases on the device. Observed wear abrasion on the device. Observed what appears to be like crater appearance on shell surface. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported right side ''patient is experiencing a right deflation of the implants and capsule there was a large amount of milk-like drainage", ''liquid calcified solution'' and ''capsule was noted to be very calcified and very contracted''. Device has been explanted and replaced.